Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as change of caretaker. The peritonitis was manifested by cloudy fluid. The same day as event onset, the patient was hospitalized for the peritonitis. The patient was treated with intravenous injection of meropenem (1g, frequency and duration not reported) for the event. At the time of this report, the patient remained hospitalized and was not recovering from the peritonitis event. Dianeal therapy was ongoing; however, it was reported the physician was planning to remove the pd catheter. It was not reported if the patient or caretaker were retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide further information.